Manufacturer narrative:
B5: upon follow-up, it was reported the patient recovered from the events and antibiotic treatment was discontinued. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, intraperitoneal, ongoing) and amikacin injection (125mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.